Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient had seizure like symptoms, was incoherent and stated they "had an out of body experience". During that time, the cgm was displaying 66 mg/dl. The patient's wife checked the bg and it was 38 mg/dl. The patient stated that during the event, the cgm got as low as 61 mg/dl. The patient's wife provided the patient with orange juice and the patient recovered. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.